Manufacturer narrative:
The customer's address is unknown. (B)(6) USA has been used as a default. (B)(4). Investigation summary: bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for stopper falling from needle with the incident lot was not observed. This is not an intended use of the stopper. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that the protective cap came off of syr abg preset 3(1.6) ll 22x1 ce. The following information was provided by the initial reporter: "e-mail from (B)(6): "after drawing, some other nurses would use the stopper which belong to the set of the syringe package to protect the needle for transporting. And on the way to the lab, some stopper would fall from the needle.""